Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported bleeding, irritation, and burning (with bowel movements) to the stoma at 6 o'clock and bleeding and irritation to a 1-1.25" area of peristomal skin at 6 o¿clock with 1 out of 10 wafers. This included 2 polyps to the stoma / peristomal skin. Bleeding in the amount of 1 teaspoon to 1 tablespoon when she had a pasty bowel movement. Bleeding usually self-resolved but sometimes she applied ice to resolve the bleeding. She sometimes applied zinc diaper ointment to the peristomal skin. She was instructed to discontinue use of zinc diaper ointment and discussed about crusting as well. Issue had been ongoing over 6-months but she has had the issue in the past and last followed with her doctor 1 year ago to get the polyps cauterized (medical history). Doctor moved away and she could not find anyone local. She has a parastomal hernia (medical history) and her stoma measures approximately 41mm or a bit smaller however the stoma fluctuated. She thought it rubbed on the wafer and this contributed to the issues. She used wafer and pouch only & no wipes or other products were used. Her height was 5 feet 3 inches. The end user was encouraged to follow-up with her doctor, to use cool compress and gentle pressure to stop bleeding. To ensure she was using a wafer stoma opening that does not rub the stoma. She was instructed call doctor or seek emergency services for amount of bleeding that collects in the pouch. No photo was available. She was scheduled to visit her doctor on (B)(6) 2021 to have the polyps cauterized.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary correction (g1) - contact office address: dr. (B)(6). Batch record review: lot 9a02799 was manufactured on 16/jan/2019, in the ats #1 manufacturing line with a total of 960 mkus. Complaint investigator ID 6055 performed a batch record review on 18/nov/2021, to verify if all the applicable procedures were followed and no issues were found, all the components for assembly were correct per bom and all the tooling information documented was also correct, sap material ID 1051337 and manufacturing order 1452880. No discrepancies related to the issue reported were found. Returned sample evaluation: no photos were received and no unused return samples were expected. Conclusion summary of the related event: based on the preliminary investigation performed, no issues related to the customer experience were found in the batch record review. No significant changes had been made in the process or in the product components that could cause the adverse effects reported by the customer. The product was used in their shelf life. No photos or samples were received and per customer description there was not enough information about how the product was used that led us to a conclusion, therefore, there was no product malfunction confirmed. The investigation associated with related event was approved and complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.